Event description:
It has been reported by the end user's wife that the 9780 shower chair "shatter, split", causing him to fall to the shower floor. The wife mentioned that the end user was not injured.